Manufacturer narrative:
Additional information (05-sep-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovery and patient sample result(s) were lower when processed using the calibration pack. The customer used the same reagent lot with a new calibration and processed qc, which produced acceptable results. The cause of the calibration issue is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2024-00199 was filed on 30-aug-2024.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer remote services center (rsc) regarding an erroneously depressed calcium (ca) result on a patient sample on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens they obtained an erroneously depressed calcium (ca) result on a patient sample on an atellica ch 930 analyzer. The initial erroneous result was not reported to the physician. The same sample was reprocessed on an alternate atellica ch 930 analyzer. Higher reprocessed result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed calcium (ca) result.